Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have an MRI this afternoon and they are trying to charge their implant but their recharger is not charging. Patient reported the battery lights are rapidly scrolling up and down when on the docking station. Confirmed green light on dock when plugged into charging cord. Patient stated they already tried resetting recharger and that did not resolve it. Patient tried resetting recharger on and off the dock on the call, but this did not resolve the issue. Patient reported recharger would not power on. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace recharger. Upon further review, agent would like to add that patient may call back when receives replacement recharger if needing assistance with charging implant. Additional information was received, they reported had to go to the MRI last week and at that time they couldn't connect to their "back" and patient stated they thought it was their back that wasn't connected. Patient clarified they were unable to connect with their implant because their implant was not charged. Patient also reported they were having issues with "something" and thought their stimulator was causing discomfort, so they ended up turning their implant off for a while to see if that was the problem. Patient clarified they were getting frequent utis and the doctors were running tests and stated they thought maybe the "wiring was the cause" or that it had something to do with it so patient turned off their implant due to this. Patient stated they did not charge their implant because they had it off and were not thinking when they went for MRI that their implant was dead. Agent reviewed MRI mode overview. Patient will wait for recharger replacement and will try to charge implant. Patient may call back when receives replacement recharger if needing assistance with charging implant. Patient got the new recharger and was having problems with the recharger beeping and then turning red. Had the patient switch recharger and then scan the new recharger in. Patient was able to successfully link the devices. Issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 02-feb-2023, h3: analysis found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.